Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt was going to charge their ins yesterday then it kept saying try again, next thing they know they got software problem 1.intellis 2.3.6 3.58 4.qf_new. The pt reset the controller 3 times then it did not work. Pt noted the next time they reset the controller they got clinician only then the hello set up screen. During call pt reset the controller and then set up their controller. Pt then attempted to recharge the ins and it was recharging excellent. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the pt. Pt called back on phone 2 stating their controller was doing weird things since they called patient services (ps). Two or 3 weeks after calling the pts controller would change to different languages on its own then it would also change from group c to a on its own. It was also changing the tension; when asked to clarify pt said they would be on c 31 31 now it was at 33, when they go to be and wake up at it changes to a. The pt had talked to two manufacturer representatives (rep) about the issue and tried to have the pt reset the controller. The pt had an appointment at the clinic tomorrow in person. A replacement controller was requested. Additional information received from the patient. Pt called from registered number and mentioned their controller turned into german this morning. Patient services specialist(pss) helped the pt switch the controller back into english. Pt said they put their controller in their pocket when they went to bed and when they awoke, the controller was sometimes in other languages. Pss reviewed controller use expectations with the pt. Additional information received from the patient via patient letter. Patient responded she called her medtronic person and she helped them. To resolved the issue patient called and talked with a rep and got a new controller. Everything is going great. It charges faster and works fine per patient. Additional information was received from the patient (pt). They reported that the cause of the issue was that their wires had moved, but all is good now. Pt noted the issue was somewhat resolved and the device somewhat working is all that they care about.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2023. Explanted: product type lead product ID 977a260 lot# serial# (B)(6) . Implanted: (B)(6) 2023. Explanted: product type lead product ID 97745nt lot# serial# (B)(6). Implanted: , explanted: , product type section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 21-oct-2026, UDI#: (B)(4). ; product ID: 977a260, serial/lot #: (B)(6), ubd: 10-nov-2026, UDI#: (B)(4). B3: event date is date valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.